Event description:
Multiple wires in use at the time of event. Synergy drug-eluting stent (des) introduced into the distal vessel, lodged, and was unable to be removed. Various attempts for retrieval failed. Surgical intervention required for removal. Two wires and the stent system were surgically removed at the time of the patient's coronary artery bypass graft (CABG). Manufacturer response for synergy des, everolimus-eluting platinum chromium coronary stent system (per site reporter). Vendor was present at the time of event.